Event description:
Patient claims her mask (mfg. By fisher & paykel) injured her face/nose due to her resmed s8 elite flow generator "surging".

Manufacturer narrative:
Since injury was directly caused by a fisher & paykel model flexifit 431 mask, the patient was instructed to report the complaint to fisher & paykel. Because patient believes the injury was related to the resmed flow generator surging, resmed has initiated a complaint and has evaluated the returned device. The device performed to specification and no problem was found. If a mask has not been fitted correctly and does not seal to the patients face, it may leak, which causes the flow generator to apply additional pressure and this may have been the "surging" the patient was experiencing. Resmed worked with the patient and dme to properly fit the patients with a resmed mask better suited for her face. The patient is satisfied with her new flow generator and mask.